Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased threshold measurements. The output was increased however there is an inadequate safety margin per device labeling. As of today the lead remains in service and the patient will be monitored more closely. No adverse patient effects were reported.